Event description:
Related manufacturer reference number: 3006705815-2020-00584. It was reported that during an unrelated surgical procedure on (B)(6) 2020 physician accidently pulled out the leads. Leads were placed back in the original position resolving the issue.